Manufacturer narrative:
No product was returned; dimensional evaluations could not be performed. Visual evaluation of the provided photos found the inner and outer sterile barrier has been punctured. Sterility has been breached. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. DHR was reviewed and no discrepancies relevant to the reported event were found. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately two (2) weeks ago, it was discovered the sterile packaging of the device was punctured. There was no patient involvement. Attempts have been made and no further information has been provided.